Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed by loading a new cartridge and administering a bolus via the pump.